Manufacturer narrative:
Upon completion of the investigation it was noted that the sample was not returned to codman for evaluation. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator inspects all ten patties 100% for any imperfection. In the absence of the complaint sample, a complaints records review was conducted. All information on the traveler indicates that the product was produced within specifications. We will continue to monitor future complaints on this lot number for similar issues. Should the product be made available for evaluation at a later date we will re-open this complaint and evaluate the product. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Sample was returned to codman for evaluation. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect all ten patties 100% for any imperfection. Dirty, debris, discoloration, etc. A tcr was opened to retrain the operators responsible for this lot and to make them aware of the complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device presented contamination, a dirt in the compress. The packaging was not tampered with. No adverse or delays reported.